Manufacturer narrative:
The device was returned to the manufacturer for investigation. There were no signs of liquid leaking from the handpiece when received. The handpiece did not leak when checked hot out of autoclave. The complaint could not be confirmed.

Event description:
It was reported that the handpiece was leaking an unknown fluid during sterilization. There was no patient contact and no reports of adverse consequences associated with this event.